Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture" baker grade unknown against left device. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture" baker grade iii/IV against left device. The device has been explanted and replaced.

Manufacturer narrative:
Correction to aware date initial medwatch: 26/apr/2021. Device evaluation: visual analysis of the returned device identified flat creases and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: -no issues found related with the manufacturing.

Event description:
Healthcare professional reported "capsular contracture" baker grade iii against left device.